Event description:
The physician encountered inflation and deflation difficulties with the balloon catheter. The report received indicated that the physician requested a 3.00 x 15 balloon catheter to dilate the proximal left anterior descending. During the procedure, a manometer was used and pressure was applied; however, even as the pressure grew higher, according to the angiographic image, there was no "opaquisation" noticeable. The operation was repeated twice, both with diluted contrast mean and with pure contrast mean. Then the procedure was continued "regularly." The procedure was completed without any report of injury to the patient. Once the procedure was completed, the physician performed further examination of the device. The balloon was inflated again and the physician noticed it took a while for the balloon to get inflated; even after the manometer on the inflation device indicated the pressure was higher. The balloon got inflated with some delay; the same occurred during deflation, it was not as fast as expected. Further information indicated that the device was inspected and prepped as per the instructions for use and no difficulties were encountered during prepping.

Manufacturer narrative:
The product is available for evaluation; however, as of to date it has not been returned additional information will be submitted within 30 days upon receipt. This device is distributed outside the united states; however, it is similar to the ptca balloon catheters distributed in the united states.